Event description:
It was reported that the lead was fractured, which was confirmed by imaging. Additionally, the patient had to shut off the stimulation due to feeling it sharply in some areas. The patient was reprogrammed, and several impedances were noted. Additional information was received that the patient underwent an explant procedure. The explanted lead will not be returned as it was kept by the medical facility.

Event description:
It was reported that the lead was fractured, which was confirmed by imaging. Additionally, the patient had to shut off the stimulation due to feeling it sharply in some areas. The patient was reprogrammed, and several impedances were noted.